Event description:
It was reported that the patient had an infection two weeks post implantable cardioverter defibrillator (ICD) change out procedure. An antibacterial absorbable envelope was used during implant. It was report that the patient noticed bleeding and opening at the incision site and was administered antibiotics. The patient then developed a fever, had discomfort, and was admitted to the hospital with continued bleeding and wound dehiscence. The ICD system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpa2d1 ICD and envelope implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.